Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. During prep, the core wire was pulled back and the device was confirmed to be attached. The device was inserted into the body and deployed. A tug test was performed, and the device unexpectedly detached from the core wire. The device was successfully implanted, and no further intervention was required.